Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented by edwards in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices the IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. In this case, the patient¿s access vessel¿s minimum luminal diameter was 6.1 mm. Per the report, there was mild vessel calcification and no tortuosity. The cause for the reported vessel dissection cannot be confirmed. However, the borderline vessel size in combination with vessel calcification and/or tortuosity not appreciable on imaging could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(6) affiliate that during a transfemoral tavr procedure, a 16fr expandable introducer sheath was inserted without resistance via cut down in the right external iliac artery (eia). Post deployment of a 23mm sapien xt, and after removing the esheath from the right eia, bleeding was observed at the esheath access site and was repaired with sutures. Following suturing, an angiography on the right leg showed a stenosis on the repaired site and an intimal dissection extending from the bifurcation of the internal and external iliac artery to the access site. The stenosis and dissection were treated with an angioplasty balloon and an iliac artery stent graft. The right leg angiography was performed again and no issue with the blood flow was observed. The procedure was finished and the patient was transferred to recovery the minimum luminal diameter of the access vessel was 6.1 mm. The vessels were reported to be mildly calcified with no tortuosity.